Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "#1 key intermittent," which was confirmed and reproduced during evaluation. Evaluation observed limited keypad operation due to intermittent operation of row 3 keys (#0, #1, #2, and #3) while turning the pump on, navigating and running it. The assignable cause was determined to be a failed keypad, which was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: sensing intermittently.

Event description:
It was reported that a spectrum pump had the "#1 key intermittent." It was also reported there was no patient involvement.